Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a large stroke and the pt's family decided to withdraw care. The lvad was turned off. The vad coordinator also reported that the pt's death was not device related, and the pump was working fine at the time of the event.

Manufacturer narrative:
The pump will not be returning for evaluation, as the pump was not explanted and an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.